Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) responded to a customer report that the station had rebooted unexpectedly and shut down. After rebooting, the station resumed normal operation. The fse verified with the customer that a possible site power issue may have caused the reboot. The customer confirmed the station was functioning normally. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen went black during a surgical procedure while a user was logged in. The device was unresponsive to keyboard input, requiring the unit to be powered off and back on using the power switch. Once restarted, the device proceeded through system updates. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.